Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five years and ten months after the implant of the 29 mm evolut pro transcatheter aortic valve, the patient was evaluated for possible valve-in-valve replacement or explant due to severe central aortic regurgitation. During the evaluation, a possible calcified dissection was observed in the abdominal aorta. According to the reporter, the patient did not experience any adverse consequences as a result of this event.

Event description:
It was reported that five years and ten months after the implant of the 29 mm evolut pro transcatheter aortic valve, the patient was evaluated for possible valve-in-valve replacement or explant due to severe central aortic regurgitation. During the evaluation, a possible calcified dissection was observed in the abdominal aorta. According to the reporter, the patient did not experience any adverse consequences as a result of this event. Additional information was received indicating that no further information is available about the possible calcified dissection in the patient's abdominal aorta. It was also stated that the patient has not undergone valve-in-valve or surgical intervention for the severe central aortic regurgitation.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.